Event description:
A health care professional reported that the patient underwent intraocular lens (iol) implantation surgery. During the surgery it was observed that the iol was damaged. There was a patient contact. The surgery was completed on the same day and there was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned posterior surface up in the lens case, positioned correctly. A small amount of dried viscoelastic was observed on both sides of the lens. The lens was cleaned with klrp for further evaluation. No damaged was observed on the returned lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The lens was returned. The lens was microscopically examined. Viscoelastic was observed on the lens. No damage or abnormalities were found. The manufacturer internal reference number is: (B)(4).